Event description:
It was reported that the patient experienced an unspecified infection coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment was not reported. The patient believed that the infection was due to a kink in their catheter. The catheter was removed and the patient was temporarily placed on hemodialysis therapy. The patient has since, returned to pd therapy. Additional information was requested, but was not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The date of onset is unknown, but was reported to be sometime last year. If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown titanium adapter, (B)(4) addresses the transfer set report and (B)(4) addresses the minicap report for this patient.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.